Event description:
Reporter is writing because of the new review of the inamed implants. It is commonly known that implants rupture typically after five years. Theirs ruptured at ten years. Reporter feels they are always toxic - silicone is a terrible substance. Inamed cannot guarantee lifelong integrity of these implants. Rptr asks why even consider it...please don't let all of these unsuspecting women hurt themselves. Reporter wishes so much they could undo what they have done to their body and all of the pain they have gone through. Rptr asks please don't legalize these implants.